Event description:
It was reported that prior to use on a patient on (B)(6) 2013, the foil package was found to be slightly open on one side. The product was not used on the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned sample shows a completely open foil. The cause of the described event could not be determined.